Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8835, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver unknown doses of fentanyl [con centration reported as 20hm+3000 mcg/ml], clonidine [400 mcg/ml] and bupivacaine [5 mg/ml], indicated for non-malignant pain. It was reported that a patient¿s personal therapy manager (ptm) displayed 8286 code (empty reservoir) on (B)(6) 2017. When the ptm was turned on, it showed an upcoming refill date of (B)(6) 2017. The patient stated that she had not recently had a refill and was not due for another refill for 1.5 weeks from the date of the call (B)(6) 2017. No patient symptoms or complications were reported as a result of this event. The patient was redirected to follow-up with her healthcare provider. The patient¿s concomitant medications included a fentanyl patch, and it was stated that she had a preservative free normal saline injection, and she gets epidural injections at her appointments too.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider(hcp) on 2017-jul-06. It was reported that the patient experienced increased pain and general malaise due to the empty reservoir, and that there were numerous complaints but no obvious neurologic deficits. It was stated that the hcp was unable to perform any "rescue" of pump since patient was in the san francisco area, and told her to see a pain doctor to increase fentanyl patch until she returned in 12 days. Actions/interventions take to resolve the issue involved continuing the fentanyl patch. The reported possible cause of the empty reservoir was said to be due to "use maximum of the ptm " as 20 mls were used from (B)(6) 2017 to (B)(6) 2016. It was noted that the patient was seen on (B)(6) 2017. It was stated that the empty reservoir had been resolved. The patient's weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare provider on 2017-july-11. It was reported that the patient had also experienced nausea as a result of the empty reservoir. Troubleshooting performed was interrogating the pump which showed a reservoir volume of 0 ml, and when the pump was accessed 0 mls were pulled out. It was reported that the cause of the empty reservoir was the max activations of the personal therapy manager (ptm) as a replacement for the duragesic patches the patient was out of. It was reported that the pump had been refilled at the visit on (B)(6) 2017 and the reservoir was resolved.